Event description:
It was reported by the clinician that the balloon was tested prior to surgery. The catheter was inserted into the duct and the balloon was inflated, but would not hold air. As a result, another kit was used. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.